Event description:
It was reported that the patient had an inappropriate shock. Noise was reported on the egm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.